Event description:
The mother of the pt stated the bed has no functions and the pt is in the bed, in a seated position, and is a quadriplegic. No injury.

Manufacturer narrative:
The technician isolated the issue to the controller. He replaced the controller to repair the bed.